Event description:
Patient underwent arthroscopic rcr. Three weeks later patient had marked subacromial crepitus and mechanical symptoms. Repeat arthroscopy three weeks after rcr showed multiple cufftack devices had sheared off in subacromial space. Revision rcr performed and hardware was removed. (Per phone conversation with the rep.: the re-operation for remedial action was successful and was concluded using other arthroscopic means........afrigault 04/14/2003 10:05:10 am)